Manufacturer narrative:
Reasonably suggest device malfunction: yes. Severity of harm: s5. Site sample status: not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable.

Event description:
Event verbatim [preferred term]. Absorbable gelatin was used for cardiovascular, although it was off label use [off label use], absorbable gelatin was used for cardiovascular, although it was off label use [product use in unapproved indication], some of the absorbable gelatin reached another blood vessel. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. [Vascular stent thrombosis], , narrative: a patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for haemostasis. Medical history included ongoing vessel perforation. The patient's concomitant medications were not reported. On an unspecified date, since cardiovascular of patient experienced vessel perforation and the blood began to overflow, absorbable gelatin was used for cardiovascular, although it was off label use. Due to the large amount used, some of the absorbable gelatin reached another blood vessel. Perforation occurred during the treatment using a stent by the cardiologist. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. The outcome of event was unknown. The action taken in response to the event for absorbable gelatin was unknown. On (B)(6)2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: gelfoam sterile sponge. Lot number and expiration date: not available. Description of compliant: absorbable gelatin was administered to intravascular at overdose as off label use. Reasonably suggest device malfunction: yes. Severity of harm: s5. Site sample status: not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of current labeling indicates that an off-label use of the reported product is present in this case, further supporting the conclusion that CAPA is not required for the reported case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file or the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. A preliminary investigation was not performed for the reported complaint. The complaint was received as a normal priority complaint, and two weeks into investigation, the priority was updated to expedite. There is no impact to quality. Notification to the mdcp team was performed within procedurally required timelines. The dchu was notified of previous MDR related to the reported complaint within the required timeframe. Additional information was not provided at the time the update to expedite was made that would have impacted the ongoing complaint investigation for the reported complaint. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Lot-specific trend identified: no. A review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. Use of the product category of "absorbable material'" was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of "delivery system" was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of "product use attributes". There was one month ((B)(6) 2020) that included a higher than normal number of complaints (4); however, this was due to a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of "product use attributes defect not classified", and the complaints were within normal and expected ranges. No trend was identified regarding the reported sub-class. No trend was observed that would require further investigation. A review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Final confirmation status: not confirmed. No follow-up attempts are needed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: to update dechallenge/ rechallenge result and uncheck product problem field. Follow-ups (01oct2020): new information from product complaint group includes investigation results.

Event description:
Event verbatim [preferred term]: absorbable gelatin was used for cardiovascular, although it was off label use [off label use], absorbable gelatin was used for cardiovascular, although it was off label use [product use in unapproved indication], some of the absorbable gelatin reached another blood vessel. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. [Vascular stent thrombosis]. Narrative: a patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for haemostasis. Medical history included ongoing vessel perforation. The patient's concomitant medications were not reported. On an unspecified date, since cardiovascular of patient experienced vessel perforation and the blood began to overflow, absorbable gelatin was used for cardiovascular, although it was off label use. Due to the large amount used, some of the absorbable gelatin reached another blood vessel. Perforation occurred during the treatment using a stent by the cardiologist. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. The outcome of event was unknown. The action taken in response to the event for absorbable gelatin was unknown. No follow-up attempts are needed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: to update dechallenge/ rechallenge result and uncheck product problem field.

Event description:
Absorbable gelatin was used for cardiovascular, although it was off label use [off label use], absorbable gelatin was used for cardiovascular, although it was off label use [product use in unapproved indication], some of the absorbable gelatin reached another blood vessel. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. [Vascular stent thrombosis]. Narrative: a patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for haemostasis. Medical history included ongoing vessel perforation. The patient's concomitant medications were not reported. On an unspecified date, since cardiovascular of patient experienced vessel perforation and the blood began to overflow, absorbable gelatin was used for cardiovascular, although it was off label use. Due to the large amount used, some of the absorbable gelatin reached another blood vessel. Perforation occurred during the treatment using a stent by the cardiologist. Since a large amount of absorbable gelatin was used for hemostasis, backflow occurred and it adhered to the stent. So absorbable gelatin was inhaled, but it could not remove everything. The outcome of event was unknown. The action taken in response to the event for absorbable gelatin was unknown. No follow-up attempts are needed. No further information is expected.